Event description:
This lv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2018. A product experience report was received on 05/16/2018 stating that the patient had an infection and required a system removal. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).